Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the display screen was dimming over time. The reporter confirmed that the issue was not resolved by changing the contrast on the pump or changing the pump batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings:the pump powered on and booted to the verify screen with a faded and discolored display screen. The display was replaced with a test screen and display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.